Event description:
During a left arthroscopic rotator cuff repair a "chunk" of the cannula broke off inside the joint. The surgical site was irrigated and the missing piece was not located. The surgeon opened the shoulder to retrieve the piece but was still not able to visualize the missing piece. The pt was discharged without further treatment. The location of the missing piece remains unknown.